Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the v60 ventilator has an error message of data acquisition/printed circuit board assembly/ analog digital converter ( pcba adc) reference failed. The device was in clinical use at the time the reported issue was discovered; but there was no patient harm reported.

Manufacturer narrative:
Through follow-ups, customer indicated that there was no patient involvement. The event occurred while setting up the machine. The manufacturer's field service engineer (fse) sent the retrofit kit, data acquisition (da) pcba to motor controller (mc) pcba cable to customer for replacement. Customer replaced the retrofit kit, data acquisition (da) pcba to motor controller (mc) pcba cable to address the reported problem.